Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error alarm confirmed in pump history due to broken trace on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.